Event description:
It was reported that a review of data from this device confirmed two events on the same day in which an arrythmia was recorded and appeared to be ventricular fibrillation which organized to ventricular tachycardia. It was noted that some of the rhythm was undersensed and data in the impedance trends showed a decline in impedance measurements the week prior to the stored events. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).